Event description:
It was reported that during a routine catheter and pump implantation, surgeon found that the catheter was difficult to advance through the needle beyond the 12cm mark. An acute bend/angle on the catheter was noticed. This angle had not been apparent when first came out of sterile kit. Surgeon withdrew the catheter because he was not happy with the bend. It was at this stage that it was noticed that the end of the catheter/catheter tip was sheared off. It was nowhere to be seen and the surgeon concluded that it was probably still in pt. Surgeon stated he was not concerned about this and was also shown the catheter tip on a demo catheter. No further action was taken. Pt then proceeded to a second catheter implant without incident. The drug infused was compounded baclofen. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.